Event description:
It was reported that (3) dh105 and (2) hpo52 were used during a radial artery harvest for cage procedure. It was reported by the rep that the blade locked out first time and only changed out blade. The second time they changed luke handpiece. The third time the same thing. The fourth time changed out luke and blade and it finally worked to complete the case. There was no consequence to pt.